Event description:
Caller stated that the patient tested 118mg/dl on the device while an additional professional device read 17mg/dl within 10 minutes. No action taken based on device results. No adverse event reported and no treatment received. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect vial, however caller advised it was unavailable for return.